Event description:
It was reported that a pt underwent a vaginal hysterectomy of the uterus and cervix, a sling procedure, a bladder repair and a repair of a cystocele in 2003. From the time of the operation, the pt opines that the sling was placed too tightly as she experienced pain across the groin area, into the right labia and down the inside of the right leg to just above the knee. The pt also experienced pain in the right ilioinguinal nerve area and severe suprapubic pain. The pt underwent a procedure to cut the tape to loosen it, but continued to have pain across the groin area, right labia, down the inside of the upper right leg, and in the right ilioinguinal nerve. The pt has been diagnosed with permanent ilioinguinal and iliohypogastric nerve damage. The pt plans to see another surgeon who is going to try to remove all the mesh.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.